Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 507652 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during an implant procedure, a quadripolar left ventricular (lv) lead was showing capture thresholds through the analyzer, however no capture was obtained when connected with the device. A competitor device was then attempted with the same result of no capture. The decision was made to place a second competitor device and leave the lv lead in place/connected. An additional procedure was planned for to add an epicardial lead. Additionally, it was speculated that anodal stimulation may be cause for the no capture issue with the lv lead. No patient complications have been reported as a result of this event.